Event description:
The customer reported that the tandem mobi pump battery would not charge, and the charging connection was unstable or not recognized despite following proper charging procedures. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using a different charging cable. Tandem dispatched replacement charging supplies via two-day shipping, requiring no further assistance.